Event description:
It was reported that, "the pt fell down during physical therapy and experienced a peri-prosthetic fractured at that time. The revision involved removing the head and stem and replacing it with along cemented stem after the fracture was properly reduced."

Manufacturer narrative:
Summary of eval: the exact root cause of the fracture could not be determined as insufficient info was provided. Pt medical records and operative reports were requested, but were confirmed to be unavailable. The per file noted that the patient had experienced a fall during physical therapy, resulting in a periprosthetic fracture. It is likely that the event is not device related, but rather is related to other clinical factors, such as patient trauma, that cannot be confirmed with the limited info provided. If add'l info becomes available, the eval summary will be submitted in a supplemental report. Visual inspection indicated that the devices were returned in explanted condition. Minor evidence of bone ongrowth was noted on the femoral stem. There was no evidence of wear on the femoral head. No visual discrepancies were noted that would affect the performance of the device. Device history review showed no reported discrepancies.